Event description:
According to the available information, this complaint concerns an end-user who during a catheterisation had part of the sc standard catheter (catheter tip) left inside the bladder which has caused bleeding. The end-user sought medical attention where a CT scanning and ultrasound examinations confirmed a foreign object residing in the bladder, presumably the catheter tip. It is stated in the complaint that the end-user has continuously purchased sc standard and therefore, it is presumed that the end-user is familiar with sc standard. There is no information about if the foreign object was removed from the patient and no further information is available at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.